Event description:
It was reported that this patient had recently had an atrioventricular (av) node ablation procedure and a high impedance was observed from the right ventricular (rv) lead. The physician elected to surgically cap the lead and implant a new rv lead to resolve the event. The patient was stable with no additional adverse consequences.